Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no problem was found. A technical support specialist (tss) noted that the customer reported the station was frozen and unresponsive. The customer had powered off the station and disconnected cables, but the screen remained on and the issue persisted. The station was confirmed to be online in rss. The tss dialed into the station and observed that the medication application launched without issue. The station was rebooted, and no problems were observed after restart. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was frozen and would not respond to any input. The customer switched the station off, but the screen did not shut off. They also unplugged the cables; however, this did not resolve the issue. The station remained online on remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.